Event description:
It was that one hour after implant the implantable pulse generator (ipg) was not pacing. The physician believed it was due to the device¿s screw installation problem. The physician implanted another device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a missing set screw. (B)(4).